Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force no adverse event resulted from the defective equipment.

Event description:
During the review of service data, a reportable malfunction was found.